Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the physician used a sofia catheter as an intermediate catheter between the guidesheath and the micro.

Manufacturer narrative:
Separate reports will be submitted for the other reported pipeline devices used in this case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 3 pipeline shield stents that failed to open at the distal end. The same issue occurred with all three pipelines. The patient was undergoing a procedure for flow diverter embolization treatment of an unruptured right carotid paraophthalmic segment saccular aneurysm. The distal landing zone was 3.6mm and the proximal landing zone was 5mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered and pru level was in therapeutic range. It was reported that all devices were prepared as indicated in the instructions for use (IFU). When more than 50% of the pipeline was deployed, the distal end failed to open. It was noted that the middle segment of the pipeline was positioned in a vessel bend. The pipeline was resheathed 2or less times. No other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter. Once retrieved from the patient's body, the pipeline was deployed on the surgical table and appeared ribboned and could not be deployed properly. An identical issue was reported for 3 pipeline 5mm devices. Finally a 4.75mm pipeline was used to complete the procedure successfully. There were no patient symptoms or complications associated with this event.